Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-04685. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was worn away. The coating of the probe was partially peeling. Olympus medical systems corp. (Omsc) confirmed that there was no MDR reportable malfunction or adverse event.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that five devices failed intraoperatively. There was no detailed information on the failures. All 5 devices were from the same hospital and handed over to our local distributor at the same time. The tissue pads of two devices were missing. The probes of three devices were broken off. The broken tips have been disposed of and were not with the devices. There was no patient injury reported. This is the fifth one of five reports. This is the report regarding the probe.